Event description:
It was reported the patient's stimulation was auto-reducing. A lead diagnostic was performed and revealed high impedances on both leads. As a result surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Section e1: reporter information updated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue.